Manufacturer narrative:
At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded an atrial lead impedance of 2053 ohms. It was noted that the patient was in atrial fibrillation/flutter; therefore, the device was set to vvi mode. There was no evidence of noise. It was noted that the lead would continue to be monitored and re-evaluate when the device is replaced in the future. To date, there have been no reported adverse patient effects related to this clinical observation. Additional information was provided that the device was later explanted due to normal battery depletion. High atrial thresholds were also noted at the time of explant. No adverse patient effects were reported.